Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that there was no overdose. The patient felt as if there were 'clouds' around her. The refill needle was fully inserted through the fill port septum. There were no sensory changes. A pocket fill did not occur; it was an ultrasound guided fill. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Date of event is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and lumbar radiculopathy. It was reported that the patient was overdosed after refill by her doctor. No further complications were reported.